Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 27aug2019. The fse replaced flow sensor assy and data acquisition pcb, power on unit in diagnostic mode. Unit display reading ok. Failure analysis of the returned part indicates conclusion: the data acquisition (da) pcba was tested and no failures were identified. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the baseline air flow accuracy failure. There was no patient involvement.